Event description:
Found during testing before use on patient. According to the reporter, the device would not deliver energy through the internal paddles connected to the device. Another device was called for and used and no adverse effects were reported as a result of the device use.

Manufacturer narrative:
The hospital biomedical department evaluated the device and accessories and observed that one of the two cables from the internal handles was electrically open. Physio-control provided customer part number and price to replace accessory.